Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-oct-13, information was received from two healthcare professionals (hcp), via a manufacturer representative (rep), and the patient. The patient was receiving saline via an implantable pump for spinal pain. On (B)(6) 2020, the first hcp reported a patient implanted with a new system on (B)(6) 2020 got up and bent over to put on shoes without assistance, fell and felt a sharp pain. The patient was sent for an x-ray for confirmation of catheter placement. The report stated, "catheter migrated up one vertebral body - which was a desired effect". No action was needed. The issue was resolved. On (B)(6) 2020, the patient called and reported they were "hurting too much" right now and "it is very sore" since date of implant. The patient mentioned that therapy hasn't been started yet since date of implant. On (B)(6) 2020, the second hcp reported the patient complained of a headache and falling and stated, "could be related to a possible spinal leak". The environmental, external, patient factors that may have led or contributed to the issue stated, "the implantation of the catheter could cause a spinal leak". No troubleshooting has been done "as of yet". The patient would be coming to see the physician next week some time. The issue was not resolved at the time of this report. Additional information was received from a company representative (rep) indicated the patient was seen by the doctor on (B)(6) 2020. Further information was not provided. On (B)(6) 2020, additional information was received from the rep. The rep stated that per the healthcare professional (hcp), the patient was doing fine right now. The rep reported the patient did have a urinary tract infection following the surgery, however it was resolved by the patient's primary care hcp. There was currently saline in the pump. The rep stated the hcp was "greatly urging patient to restrict her activity levels to allow for proper healing at this time". On 2020-oct-29, additional information was received from the manufacturer representative (rep). The rep clarified the statement, "c atheter migrated up one vertebral body - which was a desired effect". They stated, "the md sent patient for x-ray which showed catheter moved up. Desired = moved up, rather than down". The rep stated, "no spinal leak was confirmed". Cause and relation of the uti was requested, the rep stated, "patient reports that she has gotten uti's following anesthesia before - not known to be related to pump".